Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-550a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 56,977 joules of use and 11:38 minutes, "fiber loosened from laser; once tightened, expired fiber message appeared." The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing a second fiber at 270,490 joules and 40:29 minutes. Patient outcome: ok. No injury to the patient was reported.